Event description:
It was reported that when loading a long shaft balloon, it feels "sticky" on the loc extension portion, but there is no stickiness once the balloon reaches the versacore portion of the guidewire. This stickiness was felt during loading and sometimes during removal of the long shaft balloon from the loc extension. Reportedly, there have been no changes in preparation of devices. The loc extension is wiped down with heparinized saline as per their usual preparation practices. There were no adverse patient sequela resulting from these events. In each occurrence, the long shaft balloon was successfully loaded and removed from the loc extension. There was no additional information provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence. Estimated therapy date. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. Based on the information reviewed, there does not appear to be any indications of a product quality deficiency.